Event description:
It was reported that when using the bd pyxis¿ es server, getting an error when trying to access the user security maintenance page. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist contacted the customer, assisted to add user on user security maintenance page and reported that no errors had occurred in the past two days and that there were no new users to add at the moment. Since there were no current issues on the customer¿s side. The system functioned as intended after the issue was resolved.